Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The caller was assisted by technical support to reset the pump, and the malfunction did not recur afterward. The customer was advised that they could continue using the pump and to call back if any malfunction code recurred, which the customer acknowledged and understood.